Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The stenosis reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The stenosis was unable to be confirmed. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9750tfx 20mm sapien 3 ultra transcatheter valve, implanted within a preexisting non-ew surgical valve the aortic position, underwent an explant procedure after an implant duration of 1 year, 2 months. Prior to explant, the patient presented with shortness of breath, bilaterally upper and lower extremity tingling/numbness, headaches every night, and dizziness that presents randomly. The sapien 3 ultra developed high gradients, with peak gradient 77mmhg and mean gradient measuring 45mmhg. Valve area prior to explant was 0.7cm2. The patient underwent aortic valve replacement with a surgical valve.

Manufacturer narrative:
Investigation is ongoing.